Event description:
Additional information was received from the patient. It was reported that the implant was replaced due to normal battery depletion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt reported for possibly a week to 10 days they have been waking up around 4-5 am every morning in pain. Pt stated they would find that the neurostimulator battery (ins) had depleted causing them to have to get up to charge the battery; pt confirmed pain ceased once battery was charged <(>&<)> stimulation had been turned back on. Pt remarked it was amazing how the ins works b/c it was very painful when therapy was unavailable. Pt explained they been on one plan/program for 5-6 years w/ out any change in therapy settings adding the ins seems to be now using a lot of electricity/voltage. Pt said therefore, they were thinking the implanted battery was getting short termed/old. Pt then commented they were curious as to whether they needed to switch to a different program that did not use so much juice all of the time. Pt mentioned they spoke to a local mdt rep this morning while trying to work over the phone to change programs. Pt indicated that what they were reading from the controller screen did not mean anything to the person on call so they were redirected to pats. Pt described their routine was to recharge the ins daily during the morning but now that they have been getting woke up early experiencing excruciating pain in their left hip they had started partially charging ins before going to bed. Pss suggested pt contact mdt rep to coordinate a diagnostic be ran on ins and in meantime try recharging ins fully before retiring for the evening to prevent loss of therapy before waking.redirected caller: other (document in note) additional information was received from the patient. It was reported that the cause of the implant depleting overnight was because the unit was very old. It was determined that the implant needed to be replaced. The issue has been resolved, the unit will be replaced on (B)(6) 2023.